Manufacturer narrative:
The investigation of the subject device could reproduce the reported issue when platinium implantable devices are interrogated. Upon the subject device reception: - the software smartview version 3.14 is installed on the subject programmer; - during and after interrogations of implantable devices, no freeze occurred, except for platinium ICD/crt-d implantable devices; - when interrogating platinium ICD/crt-d implantable devices, the message "invalid argument 0x0000005 at address 0x0044902c" was displayed; this message is a windows message and the programmer requires new installations of windows and smartview software. - the only way to quit the session and switch off the subject programmer was pressing on p1+p2 buttons. The programmer will follow the normal workflow of repair and will return back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the tablet never finishes the interrogation of devices and displays an error message.

Manufacturer narrative:
Additional description and information have been requested to the microport representative.

Event description:
Reportedly, the tablet never finishes the interrogation of devices and displays an error message.